Event description:
The patient experienced a shocking sensation at random times when his neurostimulator was on. The neurostimulator site was sore. There was no incident or accident related to the shocking; it had been occurring for 1.5 months at the time of the report. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.